Manufacturer narrative:
The product was returned for investigation, but the product has no defect found on investigation, and the detailed cause could not be identified. It is considered that the reported event was caused by combined device's defect, or the returned product is replaced product that wrongly sent by the hospital. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.

Event description:
It was reported that balloon rupture occurred. The balloon used for the mid-to-distal lesion in the right coronary artery ruptured at below nominal pressure. Then the balloon was replaced with a new identical balloon catheter. No complications were reported.